Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.75 x 8mm stent delivery system was returned for analysis. The device was returned without a stent. Solidified media was present inside the balloon material. The balloon was returned in a deflated state. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. There was solidified inflation media noted inside the balloon material. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 19-may-2022. It was reported that crossing difficulties were encountered. The 75% to 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 8mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition was fine. However, returned device analysis revealed stent detachment.